Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the lens cleaning was not working, involving an olympus ultrasonic gastrovideoscope. The customer suspected that the cause of the was possible clogged channel. There was no patient injury reported.